Event description:
Procedure type: gastric bypass. According to the reporter: the tip was broken during operation, no tissue was damaged. Medical intervention not required; surgery time not extended; product not tested prior to use.

Manufacturer narrative:
(B)(4).